Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: material integrity.

Event description:
Healthcare professional reported unknown-side "tab did not pull". Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h1.

Event description:
Healthcare professional reported unknown-side "tab did not pull". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: observed. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported unknown-side "tab did not pull". Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a3b, a4, a5, a6, b1, b5, h1, h6.

Event description:
Healthcare professional reported unknown-side "tab did not pull". Device was not implanted. Patient contact with the device did not occur. The surgery was completed with a backup device.